Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "air-in-line" errors while running' was not reproduced. A review of the event history log (ehl) revealed occurrences of "air-in-line" errors while running' messages. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of specifications. The ultrasonic sensor requires recalibration to correct the reported problem. H11: the device was received for evaluation. During evaluation, the device passed downstream occlusion testing and the downstream occlusion was unable to be reproduced. A review of the event history log (ehl) revealed multiple occurrences of downstream occlusion! Alarms. The reported condition was verified. The cause of the condition was determined to be downstream/force sensor was out of specification. The force sensor requires recalibration to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had air in line and alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.